Event description:
Boston scientific received information that this patient had a left ventricular assist device (lvad) implanted. Three weeks after this procedure at a follow up visit, tachy therapy was found to still be programmed off due to the surgery. Tachy therapy was turned back on. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant no known contraindications with this device and an lvad and therefore, the therapy should have been turned back on after the procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.